Event description:
It was reported that the low energy shock impedance was less than 30 ohms. The system was being checked prior to the patient having an MRI. Technical services advised it may be due to extra fluid onboard. The implant high energy shock impedances 41 and 43 ohms. The doctor will consider going forward with the MRI. There were no adverse patient effects.